Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, the fibre bonding in the outer tube area (distal end) was damaged, video cable was broken. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction and no image was broken video cable. In addition, the cause of the fibre bonding in the outer tube area (distal end) was damaged was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had error b32. The issue was identified during device inspection for use. There was no patient involvement.